Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and the hypotube was kinked 47.5cm from the strain relief. Magnified inspection revealed that the inner shaft was kinked 21mm from the distal tip and the tip was damaged. Examination of the balloon revealed no damage or tears. The device was soaked in a water bath to loosen the contrast prior to functional testing using an inflation device filled with water. The device was inflated and there was no leak in the balloon, however, an inner leak was noted. Magnified inspection revealed that the inner was punctured 2.5mm proximal of the distal markerband. Inspection of the remainder of the device presented no other damage or irregularities. Inner shaft damage was found which likely compromised balloon inflation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending (lad) artery. A 3.00mm x 12mm emerge¿ balloon catheter was selected to pre-dilate the lesion from the distal side of the proximal end of the lad. During the third inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending (lad) artery. A 3.00mm x 12mm emerge balloon catheter was selected to pre-dilate the lesion from the distal side of the proximal end of the lad. During the third inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).